Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing dull and sharp pain in the hips and feet with an unknown cause. It was also reported that the pain was intermittent and worse in the middle of the night. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing dull and sharp pain in the hips and feet with an unknown cause. It was also reported that the pain was intermittent and worse in the middle of the night. The patient will undergo an explant procedure.